Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip was damaged and stopped emitting energy after 16:16 minutes and 152,300 joules of use. The procedure was completed with a second fiber. No patient complications were reported related to this event. The fiber was returned, and the analysis conducted identified that the glass cap was detached.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap was detached. Based on this observation, the reported event is confirmed. It is probable that the fiber experienced tissue contact on the metal cap surface, that contributed to elevated temperatures near the laser beam output window leading to the glass cap detachment. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified cap detachment.